Event description:
Initial ((B)(6) 2018): this reportable incident was received via telephone in reference to compound w freeze off spray. On (B)(6) 2018, a consumer used the compound w freeze off spray on her daughter's hand to treat an unknown indication when the device "...lit on fire." The device tip melted and the consumer's tablecloth caught fire. No injuries were reported. Meddra version 24.0 expectedness: device catching fire: unexpected. According to the company reference safety information. (B)(4).